Manufacturer narrative:
Initial and final MDR (B)(6) MDR (B)(6) device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced five infusion set cannula was crimped on 11-jun-2024. The site of insertion was at abdomen. The event occured within three hours of insertion. No further information available.